Event description:
Complaint #: (B)(4). It was reported that the hcu 30 temperature stopped rising/ only rises to about 15°c. The failure occurred during clinical use. No harm to any person has been reported.

Manufacturer narrative:
It was reported that the hcu 30 temperature stopped rising/ only rises to about 15°c. The failure occurred during clinical use. Further investigation is on-going. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that the hcu 30 temperature stopped rising/ only rises to about 15°c. No error message has been displayed. The failure occurred during clinical use. The claimed hcu30 device has been replaced with another heater cooler unit and continued the surgery. A getinge field service technician (fst) was on site for further investigation on 2023-06-02 (service report #(B)(4)) and could confirm the reported failure. The fst replaced the hcu30 actuator 24v ac/dc 50/60hz (material #70103.4052). Function tests were performed and passed. After replacement, the device was working as intended. The most probable root cause for the reported failure "hcu 30 temperature stopped rising/ only rises to about 15°c during clinical use" has been determined: aging of the actuator. The hcu 30 has been phased out since the end of 2010. The technical support, in-house repairs, as well as spare parts supplies has been discontinued in 2017. The review of the non-conformities has been performed on 2023-04-12 for the period of 2011-07-14 to 2023-04-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2011-07-14. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.